Event description:
During a pre-use check the unit failed to deliver gas. The reference and timing board (1605) was found to be at fault as well as it's 1588 piggy back board. No patient injury occurred. 1605 and 1588 was isolated and replaced. The unit was repaired, calibrated, function checked within manufacturers specification, and returned to service.